Event description:
Ureteroscopes were pulled for an ureteroscopy case. Four ureteroscopes were tried, but none of them worked properly. The scopes either failed to connect, had faulty channels, or displayed error codes. The operating room team communicated directly with the rep, but they still couldn't get the scopes to function. It was decided to pull all ureteroscopes with the same lot numbers. A total of 3 more ureteroscopes were pulled from the shelf. Email communications continued with the rep thru this entire process. A total of 7 scopes problematic.